Manufacturer narrative:
Our investigation of lot sp100084 includes: actual device not evaluated. Manufacturing review: review of the information as reported, review of the device history records, and query of the lifecell complaint system for any other complaints reported against devices that were distributed from lot sp100084. Review of the device history records revealed that lot sp100084 met qc acceptance criteria for release to finished goods with no deviations related to the event. Lot irradiation doses were within process parameters. To date, no other similar complaints have been reported to lifecell against lot sp100084. To date, of the 490 devices released to finished goods from lot sp100084, 452 devices have been distributed with 81 devices that were reported to be implanted. Device failure related to patient condition. Known inherent risk of procedure: the reported device was not returned to lifecell for evaluation. Our internal investigation into the lot processing history is unremarkable with no deviations associated with the event. Lot sp100084 met qc release criteria. The patient is referred to a specialist for further testing. As contraindicated in the instructions for use, this device is derived from a porcine source and should not be used in patients with known sensitivity to porcine material. A nonconformance was not confirmed. No further actions are required.

Event description:
It was reported to lifecell that the (B)(6) year old female patient underwent right breast reaugmentation with saline implant and strattice bps mesh on (B)(6) 2015. The right breast implant was removed and replaced via keller funnel technique. Strattice bps was placed within the right breast to address contracture and to provide symmetry. On (B)(6) 2015, the patient presented with ipsilateral blister formation to the right breast. The patient did not present with infection. The plastic surgeon had consulted with an allergist and prescribed keflex, percocet, scopolamine, and zafirlukast. The physician attributes the event to an immunological delay phenomenon related to the patient's second exposure to strattice. The strattice bps mesh remains in situ. The patient is referred to a specialist for further testing.